Event description:
The customer reported multiple errors which prevented the system from booting up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cpu and hard drive, and reloaded software. The system operates as intended.